Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that loss of capture was observed on the right ventricular lead. The device was reprogrammed to resolve the event. The patient was stable.